Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging missing test strips from the packaging of her onetouch ultramini system kit. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue occurred on the same day she contacted lfs for assistance at approximately 2pm. The patient reportedly manages her diabetes with a combination of unknown medications and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. Approximately 15 minutes later, she claimed she developed symptoms of "headache, sweating and dizziness" and despite her symptoms she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that there were no missing items in the meter kit. The patient was educated on the correct contents of the packaging. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.